Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down for flow issues. It was determined during functional testing that the device had a failed pressure transducer with inlet pressure (ip) remaining at -8.6 with fluid delivery line (fdl) removed. Requested a quote for repair and 2000-hour service.

Event description:
It was reported that the arctic sun device was sent down for flow issues. It was determined during functional testing that the device had a failed pressure transducer with inlet pressure (ip) remaining at -8.6 with fluid deliver lien (fdl) removed. Grant requested a quote for repair and 2000-hour service.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.